Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse hypodermic needle with protection device 21g experienced foreign matter contamination. The following information was provided by the initial reporter, translated from french to english: when I opened the packaging of the device, I noticed black spots inside the protection of the intra muscular needle

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305895 and lot number 2202016. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As there were issues with the shipment of the affected sample(s), we were unfortunately unable to perform a thorough sample analysis. If the samples are delivered to bd, a new investigation will be completed. At this time, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for review. However, none of the retained samples displayed any signs of foreign matter. Based on the investigation results, an exact cause could not be determined for the reported foreign matter.

Event description:
It was reported that the bd eclipse hypodermic needle with protection device 21g experienced foreign matter contamination. The following information was provided by the initial reporter, translated from french to english: when I opened the packaging of the device, I noticed black spots inside the protection of the intra muscular needle.